Manufacturer narrative:
Corrected to reflect the correct brand name of device, or"23g posterior procedural pack with wf". The incorrect line item had been selected on the initial report. Review of the complaint database revealed no other complaints have been submitted against lot w1385. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Refer to CAPA 610815. CAPA 610815 was closed on 06 july 2018 but was still open when lot w1385 was manufactured. Per CAPA 610815 and qcr 332663 the vitrectomy tubeset used on the stellaris pc packs and standalone pouched vitrectomy cutters was replaced with a new vitrectomy tubeset. The new vitrectomy tubeset provides a greater operating range between the pressure required to close the vitrectomy cutter inner needle and the pressure required to open the vitrectomy cutter inner needle. The vitrectomy tubeset enhancement was implemented on the impacted pc packs and pouched accessories, including bl5223w. The first lot of bl5223w that was built with the vitrectomy tubeset enhancement was lot #w2087 in jun-2018. Any bl5223w product with lot #w2087 or higher will include the vitrectomy tubeset enhancement. This cutter was found to be functional, therefore the root cause could not be determined. The investigation is complete.

Manufacturer narrative:
This pack has been opened and the tubing is tangled up inside the pack tray. However, there is no evidence of dried solution in the tubing. The cutter tip protectors are in place, as they should be. The needles are not bent. The port windows are in the opened position. The cutter does not appear to have been used. The back caps are aligned correctly with the vent hole in the sides of the cutter body. The connectors were inspected and no damage was found. The cutter had good clean cuts throughout the various cut rates. This cutter had good aspiration and performed as intended. Manufacturing and sterilization records were reviewed and found to be acceptable. Additional investigation results are pending.

Event description:
In (B)(6) reported a cutting problem that occurred during a procedure however, aspiration continued. It was reported that there was no patient impact.